Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 11 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid lad coronary artery. The maverick2 monorail balloon was being used during a kissing balloon technique. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.